Event description:
The patient undergone an rf ablation procedure for atrial flutter on (B)(6) 2014, around 11:30 am. (1) during each of the 3 rf ablation sequences, "very strong" pectoralis muscle contractions were observed. The reporter asked whether this could be explained by a sort of "noise protection mode", causing the device to switch to high energy (unipolar) pacing in the presence of strong emi. Some egm strips (likely recorded during the ablation sequences) show "saturated" egm signals. Post ablation follow-up tests revealed that pectoralis muscle stimulation could be triggered with 4v unipolar pacing. (2) immediately post ablation, both atrial and ventricular pacing were successful; however, upon the follow-up performed on (B)(6) 2014, no atrial capture was observed even at maximum energy settings. Reportedly, this might be explained by the heating effect of the rf application, and might improve over the coming days. Review of the implant manual confirmed that the use of diathermy devices (rf ablation) in the vicinity of the pacemaker is prohibited. Preliminary analysis of the device specifications revealed that : - it is not possible to see transient nominal settings without a definitive switch in standby mode. - during the presence of noise, the device behaves in noise mode (asynchronous a&v pacing with programmed parameters, at the basic rate). There is no change of pacing amplitude or of pacing polarity. - there is no evidence of any event (e.g. Switch in standby mode) that could explain the observed ¿very strong" pectoralis muscle contractions.

Event description:
The patient undergone an rf ablation procedure for atrial flutter on (B)(6) 2014 around 11:30 am. During each of the 3 rf ablation sequences, "very strong" pectoralis muscle contractions were observed. The reporter asked whether this could be explained by a sort of "noise protection mode", causing the device to switch to high energy (unipolar) pacing in the presence of strong emi. Some egm strips (likely recorded during the ablation sequences) show "saturated" egm signals. Post ablation follow-up tests revealed that pectoralis muscle stimulation could be triggered with 4v unipolar pacing. Immediately post ablation, both atrial and ventricular pacing were successful; however, upon the follow-up performed on (B)(6) 2014, no atrial capture was observed even at maximum energy settings. Reportedly, this might be explained by the heating effect of the rf application, and might improve over the coming days. Review of the implant manual confirmed that the use of diathermy devices (rf ablation) in the vicinity of the pacemaker is prohibited. Preliminary analysis of the device specifications revealed that : it is not possible to see transient nominal settings without a definitive switch in standby mode. During the presence of noise, the device behaves in noise mode (asynchronous a&v pacing with programmed parameters, at the basic rate). There is no change of pacing amplitude or of pacing polarity. There is no evidence of any event (e.g. Switch in standby mode) that could explain the observed ¿very strong" pectoralis muscle contractions.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
The patient has undergone an rf ablation procedure for atrial flutter on (B)(6) 2014 around 11:30 am. During each of the 3 rf ablation sequences, "very strong" pectoralis muscle contractions were observed. The reporter asked whether this could be explained by a sort of "noise protection mode", causing the device to switch to high energy (unipolar) pacing in the presence of strong emi. Some egm strips (likely recorded during the ablation sequences) show "saturated" egm signals. Post ablation follow-up tests revealed that pectoralis muscle stimulation could be triggered with 4v unipolar pacing. Immediately post ablation, both atrial and ventricular pacing were successful; however, upon the follow-up performed on (B)(6) 2014, no atrial capture was observed even at maximum energy settings. Reportedly, this might be explained by the heating effect of the rf application, and might improve over the coming days. Review of the implant manual confirmed that the use of diathermy devices (rf ablation) in the vicinity of the pacemaker is prohibited. Preliminary analysis of the device specifications revealed that: it is not possible to see transient nominal settings without a definitive switch in standby mode. During the presence of noise, the device behaves in noise mode (asynchronous a&v pacing with programmed parameters, at the basic rate). There is no change of pacing amplitude or of pacing polarity. There is no evidence of any event (e.g. Switch in standby mode) that could explain the observed ¿very strong" pectoralis muscle contractions.